Event description:
It was reported that there was a fracture in the lead and a high impedance was observed (greater than 2500 ohms). The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, proximal conductor fractured, outer insulation breached cut, lead stretched, and blood was noted on all conductors (not obstructed) and helix mechanism; full lead in segments returned and analyzed.